Event description:
It was reported that air was entrapped in the catheter. An opticross hd was selected for intravascular ultrasound examination of the target lesion. During preparation, the physician was not able to flush the catheter. Air bubbles were forming throughout the catheter, despite multiple attempts to flush. The device was replaced with another of the same device, and the procedure was completed successfully. There were no patient complications.